Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this event, it was reported that catheter was not prepared according to the instruction for use (IFU) prior to being inserted into the patient. The IFU for dragonfly opstar imaging catheter warns the user to ¿always verify that the dragonfly opstar imaging catheter has been prepared prior to inserting into vasculature¿ and ¿ensure that no air is introduced into the system during the dragonfly opstar imaging catheter insertion¿, which in step 4 of the preparations for use section it states to ¿purge the lumen of the catheter with 100% contrast media to remove all air from the catheter.¿. In this case, the catheter not being prepared according to use (not purged to remove air) caused the reported air/gas in the device and subsequent embolism, bradycardia, and medication required. The investigation determined that the reported air/gas in device which resulted in subsequent air embolism, bradycardia, and medication required appears to be related to user error. The reported patient effects of embolism and abnormal heart rhythm or arrythmias are listed in the opstar IFU as known potential patient effects associated with the use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a right coronary artery. The dragonfly opstar imaging catheter was not prepped properly prior to use/insertion. The catheter was purged inside the anatomy and the air that was in the catheter, went into the vessel. Air was visualized on angiogram during pullback likely due to the incorrect preparation. The patient experienced bradycardia and medication was given. Another device was not used to complete the procedure as the procedure was completed after proper preparation. There was no clinically significant delay in the procedure.